Event description:
The customer reported that they received a 'leak of fluid detected in the centrifuge' alarm. The operator aborted the collection procedure and noted a leak on the ring. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Additional evaluation used for methods: sterilization process review investigation: the disposable set was returned for investigation. Leak testing confirmed the presence of a pinhole leak on the channel, located at the perimeter weld near the connector. No obvious manufacturing anomalies were found. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on our investigation of this incident and similar occurrences, a leak in the channel was identified. Although leaks in the tubing set may be the result of many different mechanisms, we have identified a specific leak resulting from a pinhole size tear that develops in the soft channel vinyl near the channel¿s hard plastic inlet connector during long procedures,typically mnc collections. Terumo bct has modified the standard optia filler in order to reduce the incidence of leaks in the channel of the tubing set during mnc collections, specific to this failure mechanism. The modified filler has been designed to enhance the system¿s reliability, by reducing the incidence of a specific type of disposable set leak. Corrective action: modified optia filler has been released and is being installed at customer sites performing mnc collections.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.